Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while testing the device, the hemopro developed a small flame. The flame was extinguished in a cup of saline. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The device was returned in its original un-opened packaging. A visual inspection was conducted. The packaging was intact with no tears or holes. No signs of clinical use were observed. The components appeared complete and intact. The tool jaws appeared intact. No visual defects were observed. The packaging was then opened to get the harvesting tool with jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed.

Event description:
Summary: the hospital reported that during testing for an endoscopic vein harvesting procedure, they opened vasoview hemopro, tested unit and then unit caught on fire. Product is being returned from stock due to this issue. No patient involvement.